Manufacturer narrative:
(B)(4).

Event description:
Procedure type: inguinal hernia repair. According to the reporter: the oval balloon broke off/burst inside the pt's cavity. All pieces were retrieved. A new one was opened for the case. No bleeding or delay in operating room time.